Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a ua 45 (driveshaft not at "home" position after power-on/restart) error message was reproduced during evaluation. Review of the archive data confirmed the occurrence of multiple ua 45 error messages on (B)(6) 2018, confirming the reported event. The root cause is due to the stiffness of the driveshaft caused by a defective clutch plate. As part of routine service during testing, the platform was further examined and found physical damages. The autopulse platform is a reusable device and was manufactured on (B)(6) 2008. It has exceeded its serviceable life of 5 years and is about 10 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. Additionally, the platform has not been serviced for the past two years. After replacement of the clutch plate and the damaged parts, the platform was further functionally tested and operated as expected using a large resuscitation test fixture without any issue observed. The device passed all final testing criteria. Historical records were reviewed for service information related to the reported complaint and ccr 23102 was reported on (B)(6) 2016 for autopulse with serial number (B)(4) for the same ua 45 error message.

Event description:
During routine check, the autopulse platform (sn (B)(4)) displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message. The ua 45 was not cleared by the user. No patient involvement.